Event description:
This posterior chamber intraocular lens with a 5.0 mm optic was implanted in 6/93. The pt complained of glare, and the surgeon elected to remove the original implant and used a replacement lens with a larger optic to eliminate glare and make the implant more stable. The pt has made a good recovery; at the one week postoperative visit, his best corrected visual acuity was 20/25.